Event description:
A malfunction occurred with the customer's pump, but no significant events were noted before the malfunction. There was no adverse impact to the customer's blood glucose level. The customer initially struggled to reset the pump due to not having a charger, but later successfully reset it and resolved the issue. No further action was required, and the case was closed.